Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the patient (pt) discarded the device. This has been confirmed with the pt.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type screening device. Product ID 977d260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). During trial, one lead was introduced and tested all good on quick connect. After second lead was introduced, the lead consistently tested poorly on quick connect, with 5 out of 8 contacts testing bad. Lead was taken out and readjusted multiple times, with same result. Lead was also tested on opposite side of wens, with same result. Another lead was given to md and after introduction, same result. Another wens was given to md, but same result. The initial first lead continued to test good in both channels for both wens, while 2nd and 3rd lead continued to test poorly. Decision was made to only keep the first functioning lead. Leads were taken out and adjusted multiple times. Third lead was given to md after 2nd lead continued to test poorly. Another wens was also used, all with same result. It is believed that scar tissue or blood was covering distal end of both 2nd and 3rd lead, causing high impedances which resulted in poor quick connect test.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023, product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023. Product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #:(B)(6), ubd: 05-jul-2027, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6) ubd: 19-jul-2027, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.